Event description:
The device was returned to zoll for an unrelated issue. During functional testing it was observed that the device was unable to charge energy. There was no patient involvement in the reported malfunction.